Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('protruding through her cervix/ iud appears to be protruding through the uterine wall at the proximal anterior body') in a 32-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included low back pain, blood in urine, myopia, gallstones, nausea, pap smear abnormal and keratoconus. Concurrent conditions included irregular astigmatism, pharyngitis, hyperglycemia, hypothyroidism, abnormal weight gain, venereal disease nos, blurry vision, headache, flank pain, urinary tract infection, cervicalgia, hematuria and menses irregular. Concomitant products included ethinylestradiol;norethisterone acetate (junel) and ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural complication ("other injury(ies) or complication please describe: insertion injury"). In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, depression, anxiety and procedural complication outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, cystitis, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device expulsion, menorrhagia, pelvic pain, procedural complication, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: no. ¿several unexpanded coils remained outside the ostia¿ ¿discussed the fact that the second coil may not have deployed properly¿. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury, bladder infection, bladder problem, urinary problems, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on (B)(6) 2011: result: negative.. Ultrasound pelvis - on an unknown date: result: 1. No evidence of obstructing urolithiasis. Findings consistent with medullary nephrocalcinosis. 2. Ovarian cyst in the right adnexa... Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia, dysmenorrhea, depression, anxiety and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: bladder infection, bladder problem, urinary problems, uti, vaginal infection, vaginal discharge. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('protruding through her cervix/ iud appears to be protruding through the uterine wall at the proximal anterior body') in a 32-year-old female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test". The patient's medical history included low back pain, blood in urine, myopia, gallstones, nausea, pap smear abnormal and keratoconus. Concurrent conditions included irregular astigmatism, pharyngitis, hyperglycemia, hypothyroidism, abnormal weight gain, venereal disease nos, blurry vision, headache, flank pain, urinary tract infection, cervicalgia, hematuria and menses irregular. Concomitant products included ethinylestradiol;norethisterone acetate (junel) and ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced procedural complication ("other injury(ies) or complication please describe: insertion injury"). In march 2011, the patient experienced pelvic pain ("physical pain/pelvic pain") and abdominal pain ("abdominal pain"). In may 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In august 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, depression, anxiety and procedural complication outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: no. ¿several unexpanded coils remained outside the ostia¿ ¿discussed the fact that the second coil may not have deployed properly¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on (B)(6) 2011: result: negative.. Ultrasound pelvis - on an unknown date: result: 1. No evidence of obstructing urolithiasis. Findings consistent with medullary nephrocalcinosis. 2. Ovarian cyst in the right adnexa... Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia, dysmenorrhea, depression, anxiety and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event added: plaintiff did not undergone essure confirmation. Outcome of the previously added event pelvic pain, abdominal pain were updated to recovering/resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('protruding through her cervix/ iud appears to be protruding through the uterine wall at the proximal anterior body') in an adult female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, blood in urine, myopia, gallstones, nausea, pap smear abnormal and keratoconus. Concurrent conditions included irregular astigmatism, pharyngitis, hyperglycemia, hypothyroidism, abnormal weight gain, venereal disease nos, blurry vision, headache, flank pain, urinary tract infection, cervicalgia, hematuria and menses irregular. Concomitant products included ethinylestradiol; norethisterone acetate (junel) and ethinylestradiol; norgestimate (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and procedural complication ("other injury(ies) or complication please describe: insertion injury"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: no. ¿several unexpanded coils remained outside the ostia¿ ¿discussed the fact that the second coil may not have deployed properly¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on (B)(6) 2011: result: negative. Ultrasound pelvis - on an unknown date: result: 1. No evidence of obstructing urolithiasis. Findings consistent with medullary nephrocalcinosis. 2. Ovarian cyst in the right adnexa. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia, dysmenorrhea, depression, anxiety and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('protruding through her cervix/ iud appears to be protruding through the uterine wall at the proximal anterior body') in a female patient who had essure (batch no. 806693) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, blood in urine, myopia, gallstones, nausea, pap smear and keratoconus. Concurrent conditions included irregular astigmatism, pharyngitis, hyperglycemia, hypothyroidism, abnormal weight gain, venereal disease nos, blurry vision, headache, flank pain, urinary tract infection, cervicalgia, hematuria and menses irregular. Concomitant products included ethinylestradiol; norethisterone acetate (junel) and ethinylestradiol; norgestimate (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and procedural complication ("other injury(ies) or complication please describe: insertion injury"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, menorrhagia, pelvic pain, procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure confirmation test in current pfs: no. ¿several unexpanded coils remained outside the ostia¿ ¿discussed the fact that the second coil may not have deployed properly¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test - on (B)(6) 2011: result: negative. Ultrasound pelvis - on an unknown date: result: no evidence of obstructing urolithiasis. Findings consistent with medullary nephrocalcinosis. Ovarian cyst in the right adnexa... Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, menorrhagia, dysmenorrhea, depression, anxiety and abdominal pain. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received. Essure lot number added. Product indication updated. Following events were added: protruding through her cervix, uterine perforation , abnormal bleeding (vaginal), menorrhagia, depression, mental anguish and abdominal pain. Event severity added for: physical pain/pelvic pain and abdominal pain. Lab data, concomitant drugs, medical history and reporters were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.